Event description:
Optometrist reported a 55 year old female patient with no previous medical condition. Patient was wearing an acuvue uv/io lens. Patient presented to optometrist with a large white central corneal ulcer, in the left eye, approximately 6.0mm in size. Patient was prescribed ciloxin and sent to a corneal specialist. The patient had a two or more line drop in visual acuity. The lesion was not stained. The patient has not returned to contact lens wear. No additional information is available to enable further investigation at this time.